Event description:
Dealer states "a metal clamp on the bottom of the seat that attaches seat to frame of chair, broke off, and she states that it is welded on. She stated her reluctance to handle the commode seat (for safety and hygiene reasons) to send it back, so we warrantied it." Warranty (B)(4) no injury alleged